Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s right ventricular (rv) lead revealed loss of capture. X- ray imaging performed showed that both the right ventricular (rv) and right atrial (ra) leads was dislodged due to twiddler's syndrome. Both the rv and ra were explanted and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies except for procedural damage.